Event description:
The prisma machine did not pull enough fluid off of the pt. From 15:45 to 18:00 the customer changed the total fluid removal rate and the replacement rate several times. Between 17:00 and 18:00 (hour of the incident), the requested pt fluid removal rate was 100 ml/hr and the machine took off 57 ml/hr. During that hour, there were two "effluent weight incorrect", two "replacement weight incorrect" and two "replacement bag empty" alarms. A gambro technical services (gts) field representative acquired from the nurse's incident report that the pt was getting more puffy and acidotic. The pt was given bicarbonate. No further info available.